Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. The device was returned to olympus for inspection and the reported failure does not transmit light and got turned off was not confirmed but reported failure no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device and broken fiber bonding at outer tube area. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction no image was due to broken charged coupled device, most probable cause of no light transmission and device got turned off could not be detected since no problem was found. The most probable cause of broken fiber bonding at outer tube area was also traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had no image and it turned off immediately. It stayed black and did not transmit any image or light. There were no reports of patient harm.